Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Additional device product codes are hsz, gfa and gff. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during routine instrument inspection, the 2.0mm cannulated drill bit was discovered to be broken. It is unknown when the breakage occurred. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we have received the drill bit ø 2.0/1.15mm, cannulated, l 150/48mm for investigation. The drill bit is broken in the middle of the flute. The broken part is missing. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 per iso 7153 as required and the measured harness was with 585-595 hv10 within the specification of 580 0/+60 hv10. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. A possible reason for the damage could be a metallic contact or with bone material blocked flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Therefore it is likely that this occurrence in combination with a mechanical overload situation has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application. It is suggested that instruments should be checked for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. The process design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.